Event description:
Initial. Voluntary (B)(6) 2012: mesh hernia patch. Diagnosis for use: inguinal hernia.

Manufacturer narrative:
Ram medical has no info regarding this event aside from what was provided in report# (B)(4).